Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an emergent endovascular repair of a thoracic aortic aneurysm rupture using two conformable gore tag thoracic endoprostheses. As there revealed calcification and stenosis in the bilateral external iliac arteries, an introducer sheath was inserted from the left side after a balloon angioplasty was performed. The delivery catheter for the first endoprosthesis (tgu343415j/14451468) was advanced, and the tgu343415j was deployed successfully. Upon retrieval of the delivery catheter, some resistance was met, but it was removed from the patient. While the second delivery catheter was being inserted, imaging revealed two leading olives. The physician confirmed that the leading olive was detached from the first delivery catheter. The second delivery catheter was once removed, and an attempt was made to retrieve the detached olive using snare and fogarty catheters. However, as the access vessel was in accordion shape as well as had calcification and stenosis, the detached leading olive could not be removed in endovascular approach. The physician surgically removed the detached leading olive instead, constructed a conduit, and inserted the second delivery catheter through the conduit again. The second endoproshtesis was implanted successfully, and the patient tolerated the procedure. It was reported that upon withdrawal of the first delivery catheter, the leading olive might have been caught on the edge of the sheath, which contributes to the detachment of the leading olive.

Manufacturer narrative:
Adverse event and/or product problem corrected to "adverse event". Outcomes attributed to adverse event added this section as this event is a reportable serious injury. Type of reportable event corrected to "serious injury".